Event description:
The manufacturer became aware of a literature entitled ¿parametric study of bone drilling by the kirschner wire¿, published in 2021, which is associated with the imn instruments (intramedullary nailing system). During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. 1 patient experienced improper bone drilling by the kirschner wire.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the school of mechanical engineering, shandong university of technology, zibo, china. The article can be at https://doi.org/10.1016/j.medengphy.2021.11.005. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.